Event description:
It was reported that a patient underwent a procedure with a thermocool® smarttouch® sf bi-directional nav catheter and char was found at the tip of the catheter. Almost at the end of the procedure, the physician heard a steam pop. At this moment, the power setting was 38 watts and about 40 g. Of force. The physician felt that the handle was very warm. The procedure was completed without patient consequence. Settings during the event include: 900 seconds with a power of 30 watts at power mode, impedance cut off at 200 ohms, temperature warning at 34° and cut off at 38°. Irrigation settings: high flow at 8.15 ml and low flow at 2 ml. Pre and post rf time of 5 sec. This event is being reported due to the char found on the tip of the catheter at the end of the procedure. This may have caused a potential risk for the patient.

Manufacturer narrative:
A) (B)(4) for analysis results. B) (B)(4) it was reported that a patient underwent a procedure with a thermocool® smarttouch® sf bi-directional nav catheter and char was found at the tip of the catheter. Almost at the end of the procedure, the physician heard a steam pop. At this moment, the power setting was 38 watts and about 40 g. Of force. The physician felt that the handle was very warm. The procedure was completed without patient consequence. The bwi failure analysis lab received the device for evaluation and visually inspected upon receipt, brown ¿ reddish material was found on the tip dome. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. Finally, the catheter handle temperature was measured and was within specifications as well. Further investigation was made by r&d. The distal tip electrode irrigated shell was carefully removed in order to expose the internal irrigation surfaces. Material was observed on the internal distal face of the tip shell as well as partially along the cylindrical wall. Material was investigated by an ft-ir method in order to get the type of material adhered to the internal surfaces. The results of the ftir analysis indicated spectra consistent with protein and sodium chloride. However, it remains unknown the origin of the material and if it was the cause of the charring reported by the customer the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint related with char was confirmed. However, the catheter met the manufacturing specifications. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. B) the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under 510(k) p030031/ PMA # s053. (B)(4).